Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection of the returned plate. Tensile cracks were observed under the stereo microscope. Further observation determined there were no indications of material or manufacturing defects. The device history records could not be reviewed since no lot number was provided by the reporter. The results of the investigation conclude that the root cause for the breakages were due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
Plate broke inside patients mouth. Patient claims to have been moving her jaw from side to side a lot and was doing this at the time the plate broke. The break was at non union between fibula free flap and native bone.